Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a greater than 5cm in diameter abdominal aortic aneurysm. The proximal aortic neck was short and angulated. It was reported that during the index procedure, a proximal type I endoleak was identified. The physician implanted another manufacturer&#38112;stent; however, the type I endoleak did not resolve. The physician then implanted four aptus endoanchors to seal the device into the wall of the aorta. After the fourth endoanchor was deployed, the guide would no longer deflect to a 90 degree position so the device was replaced with new guide and the procedure completed. It was also reported that one endoanchor did not have proper contact to the wall and was successfully snared. A small residual endoleak was found at the end of the procedure so depending on the follow up CT scan future treatment will be decided based on that. No additional clinical sequelae were reported and the patient is fine.